Event description:
The patient was admitted for an elective coronary angiogram. The target lesion was proximal left anterior descending. The lesion was de-novo and eccentric. Aha/acc classification of the vessel was a type b2. Pre-dilation was conducted with a balloon (3.0/15mm) at 10atm for 20 seconds. Cypher stent (3.5/18mm) was implanted at 14 atm for 20 seconds. Post dilation was not conducted. Timi flow before the procedure was a 3 and 3 after procedure. The residual % of stenosis after the procedure was 0%. Act was not measured. Two months later the patient was brought to the hospital as an emergency due to acute myocardial infarction. Coronary angiogram was conducted and thrombus was observed in the implanted cypher stent. Aspiration and poba was conducted with a balloon (deslip-z 4.0/14mm) at 14-16atm. Then bare metal stent was (multi link 2.0/12mm) was implanted at 16-20atm. When the cypher stent was implanted, dilation was good. But, it was confirmed by ivus that wall apposition of the cypher stent hadn't been uniform at particular sections when the thrombus occurred. The cause of the late thrombosis was due to that. The medications administered were as follows: aspirin, heparin and ticlopidine hydrochloride.